Event description:
(B)(4) received correspondence from the food and drug administration concerning a product complaint associated with the ez breathe atomizer on (B)(6), 2013. The complainant reported that the atomizer failed to produce an aerosol mist to alleviate an asthma exacerbation after cleaning the device. Multiple attempts were made to each the customer via telephone; however, all attempts were unsuccessful. The medwatch is associated with (B)(4).

Manufacturer narrative:
An eval of this failure mode from the design failure modes and effects analysis of this product, that the use of the product in a manner likely to cause adverse health consequence is improbable. The root cause of this complaint cannot be identified, since the device was not returned.